Event description:
It was reported that the patient with this pacemaker system experienced infection and received medication as part of treatment. Subsequently, the patient underwent a revision procedure, this system was explanted and new system was implanted. No additional adverse patient effects were reported.